Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Subsequently, an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support. The customer¿s blood glucose level was 390 mg/dl. Customer required assistance from daughter to deliver a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.